Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module and filament driver pcb. System operates as intended. Ge healthcare complaint number.

Event description:
Customer reported a precharge error on boot up. No pt injury was reported.